Event description:
It was reported that the patient presented to the hospital for a low voltage lead replacement related to dislodgment. Fluoroscopy was performed and revealed that the rv lead was also dislodged. The lead was repositioned successfully. The patient condition was stable.

Manufacturer narrative:
(B)(4)